Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right atrial (ra) lead was repositioned due to dislodgement. Additional information from the field representative indicated that the patient had an alert for atrial high thresholds and was brought into the clinic. Moreover, the clinicians were unable to capture and the sensing was very poor. The ra lead remains in service. No additional adverse patient effects were reported.